Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt set their ins to a certain intensity setting and turned their therapy on and got really intense therapy. Pt was able to turn the therapy down. Pt said they were not sure if they made medtronic rep. Aware of the issue today via phone. The patient was redirected to their healthcare provider to further address the issue.